Event description:
User facility mandatory medwatch was received that stated the following: "patient was admitted for a scheduled intravenous immunglobulin (ivig) administration. The nurse (rn) hung the ivig with this IV tubing. Registered nurse discovered the IV was leaking and found a hole in the IV tubing." Upon further query, the following information was provided that indicated a hole in the tubing; subsequently, a leak was noted. The customer contact reported that the tubing set was being used to deliver an unspecified concentration of ivig. After an unspecified length of time after the infusion was started, the patient notified the nurse that the bed sheet was wet. It was reported that solution leaked from a hole in an unspecified location on the tubing. The tubing set was replaced and the therapy was resumed. However, the patient did not receive the full dose of medication as intended. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Hospira's medical investigation is complete.

Manufacturer narrative:
User facility mandatory medwatch was received on 10/01/2013. (B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.